Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event. The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported to implant patient registry (ipr) by the patient, five years post implant of 23mm sapien valve in the aortic position, the patient was told by his physician that after viewing an echocardiogram, his valve was ¿failing¿ and would need to be replaced in the future. An echo performed 5 years post implant showed there was a moderate degree of aortic insufficiency. The peak velocity across the aortic valve was 3.1 m/sec for a maximal gradient of 40 mm/hg with the mean gradient of 13 mmhg and the aortic valve area was 1.0 cm2. According to the echo, ¿as compared to a previous study done one year prior, there is a slight increase in the aortic valve gradient that may indicate worsening of the aortic stenosis, but still not critical¿